Event description:
The customer contacted baxter's service center regarding a reload the set 158, which occurred on the homechoice (hc) during prime. The technical service representative (tsr) had the caregiver (cg) close the lamps and cycle the power to go back through setup. At "load the set", the tsr had the cg take the cassette out and wipe off the back of it, then proceed through setup. The hc then alarmed check lines and bags. The tsr had the cg check the setup, and the small clamp was closed on the drain bag. The tsr had the cg open the clamp and resume prime. The cg then stated that one of the bags came partially disconnected and the cg reconnected it really fast. The tsr explained that at this point, it would be best to setup with new supplies to be sure that setup was sterile. The hc was okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the care giver (cg) on (B)(4) 2012. He stated that there was nothing unusual noted about the supplies that night. After starting over with new supplies, therapy went well. There were no samples available. The cg stated that the tsr had explained proper procedures regarding reuse of supplies. The patient has been continuing therapy on the homechoice successfully since, and there were no adverse effects reported in relation to this event.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded, however, the lot number was provided. Therefore, a batch review will be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of a connection issue was not confirmed. The root cause was undetermined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.